Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue related to the device's front panel pca was observed. The ventilator's front panel pca will be replaced to address the issue. Device has been evaluated, but not yet repaired.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.